Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image problem was disconnection/short-circuit in the image sensor cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and it was confirmed that there was no image on the evis even after aeration. Other evaluation findings are as follows: there was leakage at the connector; the probe insulation was corroded and scraped; there was a stain in the balloon groove of the plastic distal end cover; the bending section cover adhesive was cracked; the image guide had excessive breakage; switch1-switch4 were not working; there was heavy corrosion on the image guide holder; there was fluid invasion at the scope connector due to the water resistance cap not being attached before immersion; there was fluid invasion at the ultrasound connector; and the insulation resistance value was not within standard specifications prior to aeration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the ultrasonic bronchofibervideoscope had fluid invasion at its objective port. Additionally the bending rubber, seals, and bending section cover failed due to signs of fluid invasion. It was noted that the objective lens was not clear. Image and communication were non-functional as well. There was no report of patient harm.